Event description:
The customer reported that during an attempt to deploy a vasoseal es, the physician placed the temporary arteriotomy locator, however, per the cath lab staff, the physician did not deploy the loctor far enough into the sheath. The procedural sheath was then removed and the physician attempted to deploy the j segment. The physician experienced difficulty deploying the j segment, but the j segment was eventually deployed. When the physician tried to place the tissue dilator, dr ran into resistance immediately. The physician removed the dilator and then the locator and applied manual compression to achieve hemostasis. When the locator was inspected, the j segment was missing. A fluoroscopy was done of the pt's groin and the j segment was observed in the subcutaneous tissue. The physician decided not to remove it and leave it in the tissue. No pt complications were reported.